Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H6 component codes: most relevant component code is g07002 (appropriate term/code not available) to capture no findings available due to no product returned. Investigation summary product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This complaint is from a literature. Badin d, mun f, akbarnia ba, perez-grueso f, sponseller pd; pediatric spine study group. Outcomes of growth-friendly instrumentation in osteogenesis imperfecta: a preliminary report. J pediatr orthop. 2023 jul 1;43(6):e458-e464. Doi: 10.1097/bpo.0000000000002405. Epub 2023 mar 30. Pmid: 36998175. Objective/methods/study data: this retrospective case series study reviewed the 10-year experience with mcgr for the treatment of eos in a series of 48 consecutive pediatric patients who reached treatment graduation point and underwent psf, with the aim of inspecting the outcomes and reporting on complication rate beyond initial learning curve. Between 2012 and 2022, a total of 48 patients (19 male and 29 female) with a mean age of 9.1 ± 1.8 years (range 4.7 to 14.2 y). Mcgr was the primary surgery in 39 patients, one patient was converted from tgr, and 8 were converted from veptr devices. The minimum follow-up duration was 1 year from psf. Lot, model and catalog number are not available, but the suspected depuy synthes device possibly associated with reported adverse events: depuy synthes veptr. Adverse event(s) and provided interventions possibly associated with unk - constructs: veptr (qty 1) -patient number 1 with a mean age of 12.1 primarily had veptr converted to mcgr had dehiscence and deep infection two weeks and 2.8 years after veptr implantation.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. D4: UDI: as the catalog/model number was not provided, the (B)(4) gtin is not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.